Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes reported 3 cleo 90 infusion set issues. The pwd stated that the first event occurred on sunday, when the tubing broke off from the connector leading to a glucose of 240 mg/dl. The pwd tried to resolve the issue by replacing the infusion site and tubing, but the next infusion site did not stick upon insertion and came back off with the base, so they had to use another cleo which resolved the issue. The pwd was advised to use skin prep or skin tac as this helps adhesive. Then on another day, the tubing got caught on something that fell and it pulled the cannula out of pwds body. The pwd resolved the issue by changing the site portion. Halo showed 279 mg/dl after the call. The patient is a non-hispanic/latino 38-year-old white female, weighing 125 lbs. No patient injury.